Event description:
Aspen surgical received a report from the end user indicating that a surgical needle broke at the eyelet during a procedure. No injury or death was reported. This is entered in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a surgical needle broke during a procedure. X-ray was performed on patient and confirmed that the broken needle piece was not in the patient. The actual device is not available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.